Event description:
The customer reported a loss of motorized motion. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and repaired the rotation motor switch. The sys operates as intended.